Event description:
It was reported that this patient has a history of slowly increasing right ventricular (rv) lead impedance. At the most recent follow-up, the rv lead a exhibited high, out of range pacing impedance measurement >2000 ohms which resulted in a lead safety switch (lss) to unipolar sensing. As a result of the lss, myopotential over-sensing occurred. Boston scientific technical services was contacted and recommended thorough lead integrity testing through provocative maneuvers and diagnostic imaging to exclude lead impairment. Additionally, programming options were discussed. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that this patient has a history of slowly increasing right ventricular (rv) lead impedance. At the most recent follow-up, the rv lead a exhibited high, out of range pacing impedance measurement >2000 ohms which resulted in a lead safety switch (lss) to unipolar sensing. As a result of the lss, myopotential over-sensing occurred. Boston scientific technical services was contacted and recommended thorough lead integrity testing through provocative maneuvers and diagnostic imaging to exclude lead impairment. Additionally, programming options were discussed. At the next follow-up appointment, the impedance measurement had risen higher, in addition to high thresholds. The patient also stated they felt the device had shifted laterally, causing pain. Technical services was re-contacted and questioned whether the previous recommended maneuvers were performed, and if so, what were the results. Device data review indicated episodes of under-sensing and questionable rv capture. It was discussed that the allegation of device movement could be the cause of the increased impedance and thresholds, if the device had not been sutured down at implant. The provocative maneuvers were recommended to evaluate the system and close continued monitoring was recommended. At this time, the device remains implanted and in-service. The patient was stable with no additional adverse effects.